Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus of an unspecified amount. The patient's blood glucose level (bg) was at 71 mg/dl.

Manufacturer narrative:
In the case description, the user reports the controller delivered a bolus by itself while they were sleeping, which caused them to have low bg levels. Inspection of the phb file found the bolus the user was referring to that occurred without any action done by the user. The log files were cross-referenced around the timestamp the bolus occurred and found the user actually adjusted the total bolus. The total bolus was set, observed by the command "setting step to confirmbolus", which is the controller going from the bolus calculator screen to the confirm bolus screen and was then confirmed for bolus delivery. All boluses recorded in the device history of the controller were found to have been programmed and confirmed by the user based on the log files provided and downloaded from the returned controller. Investigation of the returned controller found no evidence of an uncommanded bolus. No issues were observed during the investigation that would contribute to the reported event. The device was found to function as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.